Event description:
Pt had a left "mrm" for stage iii breast cancer, had "cn", chemo treatment and has had "ned" since. Pt has family history of a family member with unilateral perimenopausal cancer. Pt underwent reconstruction starting with a left ld flap and 200cc silastic implant with a right subcutaneous mastectomy and 350cc silastic subpectoral implant. Pt then underwent a left "n/a" reconstruction.